Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1, date of submission 01/31/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: a loss of prime with non-zero force event was observed in the black box history. There was no loss of primes during investigation. The force sensor calibration reading was observed to be within specifications. Unrelated to the initial complaint, the display was observed to be faded and pink in color. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Patient reportedly receiving repeated loss of prime alerts for the past two weeks, sometimes as frequent as every other ¾ hours. Patient stated that the cartridge cap was tightened properly and there was no damage to the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.